Event description:
The affiliate stated the customer alleged patient data had become unstable due to a malfunction of the bubble generator involving unicel dxc 800 synchron system. The customer stated the bubble generator leaked fluid. The customer had on a laboratory coat during the event. The customer stated patient results were released out of the laboratory. There has been no report of patient injury or change in patient treatment associated with this event. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucous membranes. There was no report of operator injury or adverse effect associated with this incident. All chemistries were within the specified ranges. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The field service engineer (fse) replaced the bubble generator assembly and resolved the issue. The instrument conformed to the manufacturer's published performance specifications.